Event description:
The customer reported that the system was surging and shutting down intermittently. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The ups battery was replaced. The system was then found to be operating as intended.